Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-02004 and 2134265-2016-01833. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and sled. During the procedure, an acquisition processor error message was noted during start up requiring the system to be rebooted. The acquisition processor issue was resolved however, automatic pullback failure had occurred during the case. No patient complications reported.